Event description:
This event involved a patient who had an asd, the physician selected an 18mm asd device after measuring the defect through both tee and sizing balloon. Yet, the device was involuntarily detached from the cable during positioning, even though the device was not being pushed or rotated. Therefore, the patient was sent to or for surgical removal of the asd device and surgical repair of the defect.

Manufacturer narrative:
The delivery system involved in this incident was not returned to aga medical; it was thrown away at the hospital. The lot number was not provided. Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Review of the cath lab report by aga medical's senior research and development scientist was inconclusive, due to the limited information received. (See attachment 3). Device embolization with surgical removal is a known adverse event (IFU section 6.3). Physicians must be prepared to deal with urgent situations, which require removal of embolized devices that result in critical hemodynamic compromise. This includes the availability of an on-site surgeon (IFU section 4.3).